Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visually, the device is in expected condition. When performing the functional test, the suture was cut, but it felt some resistance with the retaining bolt. A manufacturing record evaluation was performed for the finished device 23a03, and no non-conformances were identified. Based on the condition of the device, this complaint can be confirmed. A manufacturing investigation was performed, the arthroscopic pusher-cutter is meant to cut suture that is being passed through it during procedure. The cutting of the device is being tested during production twice with the test suture green tevdek #2-0. 100% inspection is performed during the production process and second inspection is performed by qc operator during final goods inspection. Transition validation for arthroscopic pusher-cutter was reviewed and no issues were found. The device was sent to manufacturer and after analysis, reviewing of the dhf and interviewing of the assembly personal our investigation team concluded that during the cleaning process IFU instructions were not followed. The investigation team concluded that were more than one cord cutter during the cleaning process and the inner shaft was interchanged between these devices during the assembled after cleaning process. This is the reason this cord cutter has some resistance and some force has to be used for manipulating the cord cutter. Per IFU, instruments should be visually inspected under ambient lighting, to verify the devices do not have visible soil damage or moisture. Inspect devices for: lack of moisture. Careful inspect device lumens and moving parts. If moisture is detected, manually drying should be performed. Cleanliness: if any residual soil is discovered during inspection, repeat the cleaning steps on those devices until all visible soil is removed from the device. Disassembled devices should be reassembled prior sterilization. Lubricate any moving parts with a water-soluble surgical instrument lubricant. The lubricant should be approved for use on medical devices and provided with data to ensure biocompatibility and compatibility with steam sterilization based on the conclusion of the manufacturer, the possible root cause can be related to procedural variables, such handling of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (23a03), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in latvia that preoperatively to an unknown procedure on (B)(6) 2023, it was observed that the cordcutter device was not working properly; and that it was not smooth and would get stuck. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.